Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the right ventricular (rv) lead exhibited low pacing impedance and oversensing noise. A programming change to increase sensitivity was performed and rv lead revision was suggested. The patient was in stable condition.

Event description:
New additional information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.